Event description:
It was reported that during a mildly calcified proximal left anterior descending artery stenting procedure, during pre-stent dilatation, contrast extravasation was seen distal to the 3.0 x 20 mm trek rx balloon when inflated to 4 atmospheres. While in the body, negative was pulled; however, blood was not pulled into the indeflator. The balloon was removed, re-inflated outside of the body and bubbling was seen where the balloon and tip of the dilatation catheter meet. Reportedly, the device was not soaked during preparation. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw; inflation: boston scientific; guide cath: ebu 3/6f (B)(4) device was not soaked during device preparation. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek dilatation catheter was returned with blood and contrast in the inflation lumen and the balloon was loosely-folded, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter, but the balloon lost pressure due to a pinhole in the balloon over the distal marker, confirming the reported complaint. There were multiple folds/creases in the balloon and peeling of the material noted. It was also noted that the inner member was pinched/flattened proximal to the proximal balloon seal. However, this damage was not originally reported and may have occurred during or after the procedure. If any pressure was applied to the catheter without the support of the guide wire, this can cause the inner member to flatten as a result. Since there was no reported resistance during advancement or retraction of the catheter, this indicates that this damage likely occurred after the procedure and does not appear to be related to the reported complaint. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity, or insufficient preparation prior to use. Scanning electron microscopy (sem) analysis determined that the balloon failure may have been attributed to mechanical damage to the outer surface of the balloon. The sem report noted that the leak was found at an edge of a fold with mechanical damage and tearing/peeling noted. Additionally, longitudinal lines of damage (creases) were found on both the inner and outer surface of the balloon, adjacent to the leak. The balloon was also sent the chemical lab to further analyze the peeled material. The chemical analysis revealed a clump of fibers stuck to the balloon that resembled cellulose and polypropylene material similar to different types of cleaning paper or wipes, cotton balls, facemasks and/or hair covers which can be found in the catheterization lab. Surfactant (contrast) and balloon material was also noted but is expected to be present. In this case, as there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was characterized as mildly tortuous and mildly calcified, which likely contributed to the reported complaint. It is likely that the balloon interacted with the tortuous and calcified lesion during advancement such that it became damaged (scratched) and ruptured upon inflation attempt. Additional information received from the account also noted that the balloon was not soaked prior to using the device. If the balloon is not submerged in saline during balloon preparation to activate the hydrophilic coating, any pressure (positive or negative) may cause balloon material movement, which can cause balloon damage/peeling. As indicated in the rx trek/mini trek cdc instructions for use (IFU), it states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. A review of the lot history record for the reported lot was performed and revealed no nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures from this lot. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.